Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info. This report is being filed because one MDR was found on two year look back.

Event description:
The customer initially reports a piece of plastic broke off the end of the instrument. There was no pt contact, no injury. On (B)(6) 2010 customer reports by phone that the issue was found upon inspection, prior to use. This report is being filed because one MDR was found on two year look back.